Manufacturer narrative:
(B)(4): the pump was evaluated by product analysis on (B)(4) 2012 with the following results: no delivery defect was found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Pump was exercised for 24 hrs successfully, no alarms duplicated during testing. Using a power supply, a low battery and a replace battery alarms were stimulated. The pump found to give the appropriate audible and visible alerts. All current draws readings are within normal specs (step 30). The pump passes a 29hrs flow accuracy test and found to be delivering within specifications . Information from the date of the reported failure is overwritten in the black box due the continuous use of the pump, no activity outside of normal use or evidence of short battery life observed in the available data, the pump powers up normally. The pump was opened for further investigation, no internal moisture ingress found. Tested the power flex and the piezo contacts for intermitting conditions, no defects were found. Unable to verify or duplicate reported "loss of sound."

Event description:
The pt's mother reported that there was no power to the pump in the morning and did not hear the battery alarms overnight. In the morning when the pump lost power, the pt's blood glucose level was reportedly 465 mg/dl with ketones and the pt felt a little nauseous and vomiting. The pt's mother treated the symptoms and blood glucose level with an insulin injection (amount unk). The pt's mother replaced the battery and resumed pump insulin delivery after rewinding, loading, and priming the pump.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. There was no report of a product malfunction as the alarms were functioning properly to alert the user of a power issue, however, the reporter denies hearing the alarms. No conclusions can be made at this time.